Event description:
The report received from the affiliate indicated that because the balloon of a palmaz blue on aviator plus (6 mm diameter, 60 mm length, on 142 cm) catheter burst, the stent could not be used during a peripheral renal stenting procedure. There was no reported adverse event.

Manufacturer narrative:
The report received indicated that the balloon of a palmaz blue on aviator plus burst during a peripheral renal stenting procedure. Therefore, the stent could not be used. There was no reported adverse event. Multiple attempts to gather additional information has been unsuccessful. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the balloon burst could not be confirmed and the exact cause could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the DHR nor the information available for review suggests that the reported burst could be related to the manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following was updated with the analysis: the report received indicated that the balloon of a palmaz blue on aviator plus burst during a peripheral renal stenting procedure. Therefore, the stent could not be used. There was no reported adverse event. Multiple attempts to gather additional information has been unsuccessful. One non sterile catheter aviator plus 6.0mm x 17.0mm was received coiled inside a plastic bag. The stent was received mounted on the balloon. The stent was moved of the original position. The stent was partially deployed. There were blood residues observed in the returned device. No other anomalies were observed in the returned device. A leak test could be not performed since a pinhole was noted at 2.5cm from distal tip end. An assessment was made in the line and it is unlikely that the stent crimping process could have caused the pinhole in the balloon. Sem analysis was performed to identify the root cause of the pin hole. Results showed that the balloon external surface exhibited evidence of layering and thinning of the material wall. Possibly, something trapped in the material and consequently detached during inflation causing the delaminating on the material wall. This balloon pinhole failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst was confirmed through analysis of the returned device; however, the exact cause of the burst could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Neither the DHR, analysis, nor the information available for review suggests that the reported burst could be related to the manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.